Manufacturer narrative:
Updated component code to code of 3123 - tip no longer applies as product evaluation indicates the separation point was located within the catheter body shaft. Complaint conclusion: as reported, the tip of the 6f thrulumen (tl) judkin's right (jr) infiniti diagnostic catheter broke off inside the patient during cardiac catheterization procedure. The piece was retrieved, and the patient is fine with no long-term impact. There were no reports of patient injury. The device was stored as per labeling instructions. The device was opened on a sterile field. Multiple attempts to obtain supplemental information were made; however, additional event details were not provided. One non-sterile "cath f6inf tl jr 4 100cm" unit was received for analysis inside a plastic bag and unpacked for product evaluation; during visual inspection it was noted that the brite tip/distal tip and part of the body were missing, resulting in a separation approximately 89.7 cm from the hub end with no other anomalies observed. Dimensional analysis was then performed to verify the correct outer and inner diameters of the diagnostic catheter in the separated and measurements were within specification. The total catheter length of 100 cm was reduced by a separation at 89.70 cm, leaving 10.30 cm unaccounted for, likely corresponding to the missing brite tip/distal tip (which normally measures around 8.89 cm) and a portion of the catheter body. A high magnification evaluation revealed slight elongation near the separation, typically indicative of exposure to excessive tensile force and exposed braided wire, with no further anomalies detected. Additionally, thermal characterizations using differential scanning calorimetry (dsc) and thermogravimetric analysis (tga) were performed to compare the affected device to a non-sterile infiniti off the line; the dsc analysis showed minor differences in temperatures and enthalpies within the normal range, confirmed by only a 1% difference in crystallinity, and the tga analysis demonstrated two phases of material degradation, with the complaint sample showing a slightly lower mass loss in the first phase and more stability there, suggesting no significant high-temperature exposure or only brief exposure. During product analysis, the complaint reported by the customer as ¿brite tip/distal tip - separated¿ was not observed; instead, the malfunction ¿catheter (body shaft)-separated¿ was identified, with separation noted 89.7 cm from the hub, correlating with the body/shaft of the device. A thermal analysis using differential scanning calorimetry (dsc) and thermogravimetric analysis (tga) was conducted to compare an affected device with a non-sterile infiniti unit. The dsc results showed minor differences in temperature and enthalpy, but these remained within the normal range, with only a 1% variation in crystallinity. The tga analysis revealed two degradation phases: the affected sample exhibited slightly lower mass loss in the first phase but underwent principal decomposition in the second phase, indicating greater stability initially. Overall, the findings suggest no significant exposure to high temperatures or only brief exposure. The elongations noted during microscopic analysis align with failure mechanisms typically associated with tensile overload, indicating that the unit likely experienced a tensile force that exceeded the material's yield strength before the separation occurred. The exact source of the excessive tensile force is unknown, however, manipulating the device against resistance is a potential cause. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the available information and product analysis, there is no evidence to suggest the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the tip of the 6f thrulumen (tl) judkin's right (jr) infiniti diagnostic catheter broke off inside the patient during cardiac catheterization procedure. The piece was retrieved, and the patient is fine with no long-term impact. There were no reports of patient injury. The device will be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.